Event description:
The advocate stated, the customer received a blood glucose reading of 106 mg/dl from their breeze2 and a reading of 30 mg/dl from another meter. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. At the same time, a lab test was run and result was 37mg/dl. The difference between the readings 106 and 37 falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The advocate was advised to return the test strips for evaluation. Replacement meter and strips were sent to the customer. Customer's meter and strips are to be returned for evaluation.